Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was repositioned due to the patient was experiencing discomfort and pain at the pocket site. The physician noted the patient appeared to have a broken rib near the device. The device was repositioned successfully. No additional adverse patient effects were reported.